Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A27186,977934) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and adenomyosis ("adenomyosis"). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomy,left ovarian cystectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and adenomyosis outcome was unknown. The reporter considered adenomyosis and pelvic pain to be related to essure. The reporter commented: trailing coils- left- 3,4, right- 4. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: uterus and bilateral tubes; total abdominal hysterectomy, bilateral salpingectomy: uterus- leiomyoma (1_2 em) with focal degenerative changes. Proliferative endometrium. Cervix- focal mild to moderate chronic inflammation. Focal squamous metaplasia. Nabothian cysts. Fallopian tubes- benign paratubal cysts (right). Congestion (left). Focal calcification of blood vessel wall in paratubal tissue. B. Ovarian tissue, "left ovarian cyst"; left ovarian cystectomy: follicular cyst, hemorrhagic, with focal luteinization. Most recent follow-up information incorporated above includes: on 7-dec-2020: mr received : reporter, lot number added, previously reported event 'medical device removal" updated to "pelvic pain". New event added: adenomyosis. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received: case become incident due to injury nos was replaced with medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A27186,977934) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and adenomyosis ("adenomyosis"). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomy,left ovarian cystectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and adenomyosis outcome was unknown. The reporter considered adenomyosis and pelvic pain to be related to essure. The reporter commented: trailing coils- left- 3,4, right- 4 . Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: uterus and bilateral tubes; total abdominal hysterectomy, bilateral salpingectomy: uterus- leiomyoma (1_2 em) with focal degenerative changes. Proliferative endometrium. Cervix- focal mild to moderate chronic inflammation. Focal squamous metaplasia. Nabothian cysts. Fallopian tubes- benign paratubal cysts (right). Congestion (left). Focal calcification of blood vessel wall in paratubal tissue. B. Ovarian tissue, "left ovarian cyst"; left ovarian cystectomy: follicular cyst, hemorrhagic, with focal luteinization. Lot number: 977934, manufacturing date: 2012-04 , expiration date: 2015-04-30, lot number: a27186 , manufacturing date: 2012-07 , expiration date: 2015-07 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-dec-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.